Manufacturer narrative:
Results: the sample was discarded at the user facility and is not available for evaluation. A review of the device history records could not be performed as a lot number for this incident was not provided. Conclusions: without a sample, a root cause for this incident could not be identified.

Event description:
It was reported that while a (B)(6) year old male patient was being injected with genotropin g12 with bd insulin pen needle, the patient moved and the needle broke off in the patient. The patient then had surgery to remove the broken needle.